Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the pt reported that she has been experiencing air bubbles in her insulin cartridge and infusion tubing since beginning use of the infusion device in march 2008. She stated that she began allowing the insulin to reach room temperature before use but it is still experiencing air bubbles. This has caused her blood glucose to elevate to 250-500 mg/dl. She stated that she does not have a normal blood glucose range. A request for training was submitted. The trainer spoke with the pt in the next day, and stated that she believes air is entering the system when the pt changes the infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.